Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4612 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "on the morning of (B)(6) 2022, a nurse holding a PICC work certificate placed a PICC catheter for a patient in the eleventh ward due to poor long-term infusion vascular condition. The nurse strictly followed the operating standards and used a new peripherally intubated central venous catheter no. 1 when there was resistance in the first feeding, the catheter was pulled out, and it was found that the front part of the guide wire was bent and straightened back and forth. The second time the catheter was placed, after seeing the blood return, the guide wire was sent again to change the other end to enter. When going back and forth, it was found that the guide wire was broken and not indwelling in the patient. Immediately after that new peripherally intubated central venous catheters were used normally."